Event description:
It was reported that during a cryo ablation procedure the crbs polarx fit balloon cath st ous, when isolating the left pulmonary veins (lpv's), error sn (B)(6): the console detected blood in the catheter occurred. The troubleshooting was performed and the catheter and cryo cable were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo ablation procedure the crbs polarx fit balloon cath st ous, when isolating the left pulmonary veins (lpvs), error sn (B)(6): the console detected blood in the catheter occurred. The troubleshooting was performed and the catheter and cryo cable were replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device was returned.

Manufacturer narrative:
The polarx was evaluated by boston scientific. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner balloon leak tests but the outer balloon was accidentally dissected prior to leak testing. The outer balloon was pressurized under water to verify that the outer balloon had no leak paths. No leak paths were seen in both the outer and inner balloon. The polarx was then dissected to investigate the blood detection wires for any symptoms that would result in a blood detection error. During balloon dissection an inner balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error. Laboratory analysis was able to confirm the reported observation blood detection error.